Event description:
It was reported that the patient presented in clinic experiencing syncope and extra cardiac stimulation. Upon review, the pacemaker was found to be in the back up mode. The pacemaker was unable to be reset. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The device complaint of inappropriate or unexpected reset was confirmed. The complaint of therapy delivered to incorrect body area was not confirmed. Analysis on the device image indicated the cause of backup consistent with xena failure.